Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Product information are unknown. No product information has been provided to date. Operator of device was patient/consumer. Initial reporter also sent report to FDA is unknown. No information was been received to date.

Event description:
It was reported that the pump was alarming no disposable. The cassette was replaced and the issue was resolved. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required., corrected data: d1: correction: cadd medication cassette d2: correction: common device name: fpa. H5: correction: labeled for single use: yes.